Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0fkw4, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The health care professional reported that she tried reprograming around on lead and could not eliminate the feeling in the patient¿s lower back or pocket area. The feeling changed when she stood up but came back when she sat. There was also shocking in the pocket area and low back/ base of spine. Impedance measurements were taken and there were no anomalies. The patient did not experience symptoms when the implantable neurostimulator was off and there was no fall or trauma related to this issue. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent. Information omitted about stim down leg (B)(4).